Event description:
A non-healthcare professional reported that the system primary energy was too low and high voltage value out of range in the unknown eye of the patient during lasik surgery.

Manufacturer narrative:
H.3., h.6.: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received and confirmed that the event energy issue occurred before laser ablation.

Manufacturer narrative:
Additional information provided b.2.,b.5., and h.11. Based on the information received after the submission of the initial report, it is confirmed that an energy issue occurred before laser ablation, with no harm caused to a patient. The event energy issue occurred before laser ablation is not considered a reportable malfunction, and it is unlikely that a recurrence would result in serious injury. No further reports will be submitted under mfg report num 3003288808-2025-00015.